Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 440 mg/dl at the time of the incident and current blood glucose was 440 mg/dl. The customer was treated with manual injections. The customer alleges pump was under delivering. The customer was advised that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. The insulin pump will not be returned for analysis.